Manufacturer narrative:
This product is being rejected. It was added to this complaint in error.

Event description:
Litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patients body.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. In addition to what were previously alleged, pfs also alleges metallosis, muscle damage, tendon damage, ambulation and adl difficulties. After review of the medical records for the MDR reportability, operative findings reported of metallosis, marked deficiency gluteus medius and large collection of fluid. Clinical notes reported of pain, elevated metal ions, chronic inflammation,bursitis and necrosis. Laboratory result for metal ions were below 7ppb. Added new complainant information.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.